Manufacturer narrative:
Updated information to section h6 ( type of investigation, investigation findings and investigation conclusions). No product was returned for evaluation. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.

Manufacturer narrative:
Finally, the device was received for evaluation. The report of high readings was unable to be confirmed. The hemcsm10 was connected to a known working hem1 monitor hot mock-up system. The hemcsm10 caused no errors and it was able to obtain normal bp readings and waveform. It was monitored for one hour and map remained stable at 84mmhg. Bp readings also remained stable. Additionally, the lower enclosure was found cracked near the screw on the rounded corner. Also, based on the available information there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.

Manufacturer narrative:
Three initial medwatch reports are being submitted for each of the reported events: manufacturer reference (B)(4) / MFR report nr 2015691 2025 09309 manufacturer reference (B)(4). Manufacturer reference (B)(4) / MFR report nr 2015691 2025 09308. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this hemosphere clearsight module in three different procedures (laryngectomy, gastrectomy and hemicolectomy), the blood pressure values displayed were 20 mmhg higher than those shown on the anesthesia monitor (manufacturer complaint references (B)(6) respectively). The pressure controller, trifurcated cable and heart reference sensor were tested without success. There was no error message or alarm displayed. It was during the hemicolectomy case that the issue was resolved replacing the clearsight module, after confirming the accuracy of the anesthesia monitor values using a brachial cuff. There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet.